Manufacturer narrative:
The reporter's product was requested for investigation, but there were no longer any test strips remaining for return. No product has been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated that they received questionable results for two patients tested with accu-chek inform ii meter serial number (B)(4). Of the two patients, one had a discrepant result. A sample from the patient was tested using the meter, resulting with a glucose value of 72 mg/dl. Four minutes later, a sample from the patient was tested using the meter, resulting with a value of 26 mg/dl. Two minutes after the second measurement, a sample from the patient was tested using the meter, resulting with a value of 36 mg/dl.